Event description:
"While pulling negative pressure during prep, there was an air leak in the balloon. While pulling back bubbles went back into the indeflator." Additional information has been requested.